Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump required the customer to complete the fill tubing process multiple times before completing the load process. Then, the customer received a minimum fill notification. The contact successfully added insulin to the existing cartridge and completed the load process. The customer's blood glucose level was 215 mg/dl.